Event description:
It was reported that, about a month ago while they were sleeping, the patient felt a ¿strong surges/shocking¿ down their legs from their implantable neurostimulator (ins). It was noted that since then that issue had ¿calmed down¿. It was also reported that high impedances of >4000 ohms were seen on all combination with electrodes #0, 1, 2, and 3 when tested at 3.5 volts and 450 pw. It was noted that these electrodes were not being used in the patient¿s active programming. There were no falls or trauma reported prior to the surging sensation. It was reported that the patient had good therapy from the device. This information was to be presented to the patient¿s healthcare professional (hcp) where it will be suggested that since the surging had not reoccurred that the patient should monitor the therapy for any further problems. Follow up information received 4 days later reported that the patient had not felt the shocking sensation in the past 2 weeks. The battery capacity showed that the patient had only used less than 20% of their total battery capacity. Impedance measurements showed that the lead electrodes 0-3 was >4000 ohms while lead electrodes 4-7 were within normal range. It was reported that the patient¿s programming was on lead electrode 4-7 which gave them full coverage of their painful areas. The patient like this program and did not want it changed. The physician assistant (pa) was notified and the decision was made that since the shocking had settled down that the patient would continue the therapy as usual and would let hcp and manufacturer¿s representative if the shocking started again (at which time the patient and their physician would decide whether to do a revision or explant). It was noted that the patient only used the device therapy twice a week because when they drive a fork lift at work there was too much positional change. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# j0349381v, implanted: (B)(6) 2004, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3487a-56, lot# j0443896v, implanted: (B)(6) 2004, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).